Event description:
A user facility nurse reported that a dialyzer cracked and caused a blood leak. Additional information was requested however, to date has not been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer cracked and caused a blood leak. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Additional information: d10, h3, h6 plant investigation: the customer returned two unused companion samples for evaluation. During a gross visual examination of the returned dialyzers, no cracks or any other damage or irregularities were visually observed. The dialyzers were then subjected to laboratory external leak testing. No leaks of any kind were detected on either of the companion samples. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event.